Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, two days post-operatively, the patient would not resume transit with the need to maintain a nasogastric tube. Five days later, x-ray was performed and it was noted that the patient had small intestinal obstruction. To resolve the issue. The patient underwent exploratory laparoscopy to explant the study mesh and replace it with a new one.

Event description:
According to the clinical study, two days post-operatively, the patient would not resume transit with the need to maintain a nasogastric tube. Five days later, x-ray was performed and it was noted that the patient had mechanical small intestinal obstruction. To resolve the issue, the patient underwent exploratory laparoscopy without cutting the mesh and an intraperitoneal biological mesh was placed, while retaining the initial study mesh. It was noted that while retaining the study mesh, there was a 20 centimeter necrosis. Per sponsor assessment, the adverse events are possibly related to the index procedure and not related to the study mesh nor the outside standard of care cip procedure.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, two days post-operatively, the patient would not resume transit with the need to maintain a nasogastric tube. Five days later, x-ray was performed and it was noted that the patient had small intestinal obstruction. To resolve the issue., the patient underwent exploratory laparoscopy to explant the study mesh and replace it with a new one. It was noted that while retaining the study mesh, there was a 20 cm necrosis.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf f1903 removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical study, two days post-operatively, the patient would not resume transit with the need to maintain a nasogastric tube. Five days later, x-ray was performed and it was noted that the patient had mechanical small intestinal obstruction. To resolve the issue, the patient underwent exploratory laparoscopy without cutting the mesh and an intraperitoneal biological mesh was placed, while retaining the initial study mesh. It was noted that while retaining the study mesh, there was a 20 centimeter necrosis.